Event description:
Revision surgery - due to instability.

Manufacturer narrative:
Complaint has been evaluated and is similar t. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.